Event description:
Caller reported a malfunction on the pump with malfunction code malf 6. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer will change the cartridge and continue to use the pump, with instructions to call back if any malfunction code recurs.